Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported the pump fell resulting in the pump touchscreen being cracked and unresponsive. Customer¿s blood glucose level was not impacted. The customer reverted to an alternate method of insulin therapy.